Event description:
No product malfunction indicated. It is alleged a 5 yr old power chair was being driven on a sidewalk. Wheelchair went over adjacent curb and user tipped over in chair from the sidewalk to the street. One report indicated user fell from the chair (therefore not wearing lap restraint) before the chair fell. User called a friend and was taken home. User later found in bathroom incoherent and bleeding. User taken to hosp and was pronounced dead 5 days later.

Manufacturer narrative:
Device has not been released for inspection. No product malfunction reported. No previous svc reports. No report of device not working properly. It is not known if the user fell a second time in the bathroom. We believe the tragic accident was caused by user error. The manual warnings include "do not engage in the following activities or serious personal injury may result. Do not drive over curbs. Do not ride the unit near stairs, ledges or in any other potentially dangerous situation as serious injury can result." Manual recommends the use of protective equipment such as bicycle headger for a person with limited ability to protect themselves in tip overs or falls. The manual states always wear your lap belt when riding your wheelchair.